Event description:
A medtronic rep reported that the surgeon was placing a pedicle screw when the system became completely unresponsive. He was unable to move the mouse cursor and there were no changes to screen view during navigation. After a hard re-boot and erasing old exams, the surgeon was able to continue with the surgery with navigation and there was no impact to the pt's outcome.

Manufacturer narrative:
The site refused to provide the pt identifier. The files required to investigate the issue have not been received by the MFR.